Event description:
Caller states that he tested 2.2 inr on the coaguchek xs system twice before and after a 1.6 inr on a comparison lab. Caller took his usual 3 mg of coumadin in between the first result on the meter and the result on the lab. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.